Event description:
It was reported that the customer experienced a blood glucose (bg) level over 800 mg/dl with moderate ketones. Elevated bg was addressed by correction bolus via pump and manual insulin injection. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin, potassium, and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.